Event description:
The customer reported a slow seep at the white blood cell (wbc) aperture housing of the unit involving coulter hmx with autoloader. The customer stated the fluid was not dripping; there was buildup on the right side of the aperture housing. The damp residue was contained within the unit. The customer had on personal protective equipment (ppe): gloves, laboratory coat, and eye protection. Patient results were not impacted. The customer did not come into direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The unit was operational and all controls were within specifications. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a small fluid leak around the aperture o-ring to the white blood cell (wbc) bath. The fse could not observe any visible damage to the o-ring. The fse replaced the o-ring and verified repairs per established procedures. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility and clean up was completed following the biohazard spill protocol. (B)(4).